Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawers was not detected on bus the customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket in drawer 3.1 was not being detected due to a probable partial connection failure of the roll board cable to the drawer controller board. The field service engineer reseated the cable properly and checked other cable connections to resolve. The device was recovered and worked as expected. And in proactive inspection, the engineer cleaned out all debris from the rear area of the device and drawers, checked all the cable connections, rebooted the device, and verified the operations fully. The system functioned as intended after the field service engineer repaired the device.